Event description:
Had left total arthroplasty on (B)(6) 2004. I received the depuy total hip pinnacle acetabular cup, sz mm 54, acetabular liner, sz 32mm ID, +4 neu lnr ang 54mm od, articulize femoral head, 32mm, +1, 12/14 cone. Prior to surgery had left hip pain with no relief from conservative treatment. After surgery pain continued to get worse. One leg is shorter. Not able to walk much without assistance. Could not go up or down stairs. Needed help with activities of daily living. Left leg is weak and felt like it would give out. Had to have revision total left hip (B)(6) 2011 with zimmer components. Physical therapy: (B)(6) 2011. Dates of use: (B)(6) 2011. Reason for use: degenerative joint disease left hip.